Event description:
A review of svc data has detected a reportable event. Upon servicing of monitor sn (B)(4), the monitor failed the pulse test. The last pt to use this monitor did not report any problems.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. Upon investigation the monitor failed a pulse test. The cause was the leads on the c21 high voltage capacitor were lifted from the solder pads on the defibrillation board. The root cause for the broken leads could not be positively identified, but the damage likely resulted fro the monitor impacting hard surface. Root cause analysis of similar events found that excessive strain on the printed circuit assembly (pca) from severe impact can cause fractured solder connections. A mechanical design change (see PMA supplement s039) to reduce the pca strain was approved by FDA on 12/20/2012. Implementation began on 01/21/2013. Results will be monitored. No adverse event resulted from the broken leads. The last pt to use this monitor did not report any problems.